Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Product not returned for evaluation. Customer declined replacement product. Most likely underlying root cause: mlc-18- user has high glucose value. Test strip UDI#: (B)(4). Note: manufacturer followed up with the customer on (B)(6) 2019, the customer's condition had improved and he did not currently have any diabetic symptoms. Customer had gone to the emergency room on (B)(6) 2019 and stated their blood glucose test result at the emergency room was 600 mg/dl to 700 mg/dl non-fasting with hospital's glucose meter. The diagnosis was hyperglycemia and hypomagnesemia. Customer received fast acting humalog and a magnesium drip. Customer was discharged from the emergency room the same day. Customer was advised to use their already prescribed medication, humalog 75/25 mix, twice daily as prescribed. Customer was not following their regimen. Customer had not used meter since they had gone to the emergency room. Customer had an appointment on (B)(6) 2019 with their primary care physician who had recommended insulin changes. Customer is going to continue to use the meter and declined a replacement at this time. Manufacturer tried to make contact customer (several attempts) in a follow-up call to ensure that the meter is working as intended - unable to establish contact at this time. No product notification letter sent since no customer address on file.

Event description:
Consumer reported complaint for e-5 error. Wife is calling on behalf of the customer. At the time of the call the customer reported symptoms of blurry vision, fatigue and frequent urination. Customer was going to seek medical intervention and could not continue with the troubleshooting process. No further information was able to be obtained.